Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. The insulation was bunched and the inner conductor coils were deformed. Resistance testing was performed, and the lead was found to be electrically continuous. Additionally, a stylet was returned bent in the lead. The observation of bunched insulation and deformed coils likely resulted with the lead being placed through a constricted area.

Event description:
It was reported that, during implant procedure this right ventricular (rv) lead formed a loop during the advancement of the sheath, and the loop could not be straightened. No adverse patient effects were reported.